Event description:
It was reported the xenon light source exhibited image issues. The moment when the issue occurred is unspecified. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, a presumed cause could not be identified. Olympus will continue to monitor field performance for this device.